Event description:
It was reported one time while using bd vacutainer® urine collection cups, a 3rd tube was unable to collected via the cannula and had to manually aspirate specimen into the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, and upon evaluation of the two photos provided, no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clog. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported one time while using bd vacutainer® urine collection cups, a 3rd tube was unable to collected via the cannula and had to manually aspirate specimen into the tube. There was no health impact or consequences reported.